Event description:
Follow up information identified one of the patient's leads was explanted, but not replaced as previously reported (please see MFR. Report #: 3006705815-2018-02597). The patient's second lead remains implanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-09214. It was reported the patient had high impedance on one of the leads. As a result, the physician replaced the lead with a new lead. Note: both of the patient's leads are being reported because it is unknown which lead is liable.